Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3 : reference MFR. Report# 1627487-2019-05360, reference MFR. Report# 1627487-2019-05361. It was reported the patient experienced suicide due to a self-inflicted gunshot. It is unknown if the issue is device related. Therefore, all devices are being reported.

Event description:
Reference MFR. Report# 1627487-2019-05360, reference MFR. Report# 1627487-2019-05361.